Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and felt like it was trying to push through the skin. The physician prescribed lidocaine patch to aid with pocket discomfort.